Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was no alleged malfunction on the device; however, the device was explanted prophylactically due to the advisory and replaced and the patient was in stable condition.